Event description:
The patient reported that their newest box of v-go 20s has been having issues in which the needle button releases and retriggers when they brush up against things. There is no device available for return to the manufacturer for evaluation.

Manufacturer narrative:
The reported lot number is invalid. Therefore, UDI and device manufacture date could not be provided.